Event description:
The account alleges that during an endovascular procedure, the catheter tip detached within the patient. The physician had acquired retrograde arterial access and was attempting to navigate the vascular system to deliver a guidewire to the patient's inferior mesenteric artery (ima). An 0.035 guidewire was inserted into the catheter and an attempt to cannulate the ima was made with no success. The guidewire was exchanged for an .014 guidewire. During catheter manipulations over the .014 guidewire the catheter tip detached. The physician used a vascular snare device to successfully externalized the foreign body liberating the vessel. No additional patient consequences to report.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.